Event description:
A complaint of tightness along the lead site was received. The physician stated that the physician had increased scar tissue build up which was causing the discomfort. A revision surgery will be performed to relocated the ipg and provide more slack in the lead.